Event description:
According to the available information, the static anchor broke off during placement of the static anchor. Another altis was successfully implanted. It was noted it was a small patient.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no capas that were confirmed in veeva to be associated. A nonconformance was identified as associated with this lot number; however, the failure being reported in the complaint is not related to the issue identified in the nonconformance. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Manufacturer narrative:
An altis sling and two introducers were returned for evaluation. Examination of the sling revealed the static anchor and suture were detached and not returned. Visual observation of the mesh where the static suture was attached confirmed the welded area of the suture was still attached. Microscopic examination of the mesh where the static anchor was attached revealed rough and irregular surfaces, indicating stress may have been exerted. The dynamic anchor and suture were still attached. Blood residue was noted on the mesh. No abnormalities were noted with the introducers. The information received indicated the static anchor detached during the procedure. Quality confirmed the detached static anchor. As the static anchor and suture were not received, it was concluded that the detachment of the static anchor most likely occurred while placing the anchor through the obturator membrane. It was noted that the patient was small. The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no capas that were confirmed in veeva to be associated. One non-conformity was identified as associated with this lot number; however, the failure being reported in the complaint is not related to the issue identified in the nc.

Event description:
According to the available information, the static anchor broke off during placement of the static anchor. Another altis was successfully implanted. It was noted it was a small patient.